Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was observed on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that the patient presented to the emergency room after receiving therapy. An episode of vf with inappropriate therapy due to af with rapid ventricular response was noted and subsequent charges were aborted. An alert for possible high voltage circuit damage and low high voltage lead impedance were observed. The device was explanted and lead was capped. Patent was well after the event.